Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) alerted. The patient reported being told that the alert was due to a lead impedance problem. The patient stated they were told they had a high electrolyte level. The patient further reported that the implantable cardioverter defibrillator (ICD) was removed and replaced due to the speed at which the battery was depleting. A new device was implanted. No patient complications have been reported as a result of this event.